Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's grandmother reported via phone call of issues with customer's pump. The customer had issues with fluctuating blood glucose levels. The customer's blood glucose level at the time of incident was 43mg/dl. The customer's most current level was 439mg/dl. The customer treated the lows with food. Troubleshoot was conducted. The customer treated the highs with bolus. Troubleshoot was conducted and the pump was found to be operating as designed. The customer was advised to monitor the device. The customer declined to troubleshoot for highs.